Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular lead had high pacing impedance and an alert was triggered. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed the lead integrity alert was triggered on (B)(6) 2013 due to non-sustained tachycardia episodes and high lead impedance, and a lead impedance alert was triggered on (B)(6) 2013. Two lead failure predictor episodes with a v-v cycle length of less than 220 milliseconds were recorded on (B)(6) 2013 and the lifetime ventricular sensing integrity counter was 132 since (B)(6) 2013. The maximum ventricular impedance was greater than 4000 ohms beginning at implant.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.